Event description:
It was reported that a user experienced inability to pair a newly placed dexcom g7 sensor with the ilet pump, while the dexcom mobile app received readings, consistent with an intermittent communication failure involving the pump¿s wireless connectivity and antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided during troubleshooting and education, including switching cgm modes on the pump and re-entering the g7 sensor code with a warm-up period. Investigation of this case revealed a communication or compatibility issue limited to pairing between the ilet and the dexcom g7, with no indicated malfunction of the sensor or the ilet hardware beyond connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user setup/configuration error or an intermittent communication issue during pairing.